Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure the physician found that the guidewire body was bent. No patient harm. The patient's condition is reported as fine.

Event description:
During the procedure the physician found that the guidewire body was bent. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure the physician found that the guidewire body was bent. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual analysis revealed that guide wire was lodged in the straightener tubing. The guide wire was observed to have one kink and one bend towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink and bend in the guide wire body. Both welds were present and were observed to be full and spherical. The guide wire was dislodged from the straightener tubing and no defects or anomalies were observed. The kink in the guide wire measured 408mm from the proximal tip. The bend in the guide wire measured 431mm from the proximal tip. The overall length of the guide wire measured 458mm which is within the specification of 450-458mm per guide wire product drawing. The outer diameter of the guide wire measured 0.85 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "place the tip of the arrow advancer - with "j" retracted - into the hole in the rear of the arrow raulerson syringe plunger" and then " advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves". The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Minor resistance was observed at the kinking; however, the guide wire was able to pass with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked at 408mm and bent at 431mm from the proximal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.